Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the pump "fell apart" last year when they tried to replace it and it was a "nightmare". The manufacturer of the device was unknown. No symptoms were reported. No additional information was available. No further complications were reported.